Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection/partial perforation requiring medical intervention. Device issue: none. It was reported that the target lesion had mild tortuosity, heavy calcification, was eccentric, with a 90% stenosis. After a guide wire had crossed the lesion, the lesion was pre-dilated with another company's dilatation balloon. An attempt was made to deploy the 4.0 x 12 mm rx vision, and during inflation at 12 atm, a dissection and partial perforation was noted at the distal end of the stent. Another company's perfusion balloon was delivered to treat the dissection and partial perforation and the procedure was completed. There was no effect on the patient afterwards. Additionally, it was stated that the vessel diameter was 3.5 mm and that the selection of a larger stent for use was the cause of the dissection and partial perforation. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. It was reported that a dissection and partial perforation occurred as a result of the physician choosing the incorrect size of a stent delivery system (sds); the vessel seize was stated as 3.5 mm and the sds used during the procedure was intended for a 4.0 mm vessel. This occurrence appears to be due to use error and not a product quality problem.